Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfwf059 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfwf059) have been reported from the same facility.

Event description:
It was reported via phone call powerloc max infusion set tubing is breaking during chemo injections. No other information was provided.

Event description:
It was reported via phone call powerloc max infusion set tubing is breaking during chemo injections. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfwf059 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfwf059) have been reported from the same facility.

Event description:
It was reported via phone call powerloc max infusion set tubing is breaking during chemo injections. Additional information received 03/21/2022 "patient's caregivers called charge rn into room, stating that the patients line was bleeding. Charge rn and other rns ran to patients room to assess the situation. Patient's line was leaking blood and fluids onto the patient and bed linens. Rn stopped maintenance fluids and assessed patient's line. When rn tried to flush patient's line at the micro-clave, fluids started leaking just above the micro-clave on the tubing closest to the patient. Patient was then deaccessed and reaccessed with new port needle and tubing. Mivf resumed infusing w/o difficulty."